Event description:
Info received indicates the right siderail will not stay in the up position.

Manufacturer narrative:
The tech found the siderail latch shoulder bolt was missing. The tech replaced the bolt and tightened all of the siderail screws to repair the stretcher.